Event description:
Literature was reviewed regarding valve-in-valve transcatheter aortic valve replacement (viv tavr) for degenerated stentless bioprostheses. The study population consisted of 59 patients who underwent viv tavr with either a non-medtronic balloon-expandable valve (sapien family = 42) or medtronic self-expanding valve (evolut/evolut pro = 17). The authors wrote that the mean time between surgical valve replacement and viv tavr was 12.2 years, of the 59 patients in the study, 40 had a degenerated medtronic freestyle surgical aortic valve that required viv tavr for one of the following reasons: regurgitation (mild to severe), stenosis, or both. High mean gradients were also recorded prior to viv tavr. The authors used kaplan-meier survival curves to present the one- and three-year mortality rates between the balloon-expandable and self-expanding valve recipients. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. As documented in the article, the following peri- and post-procedural complications occurred in the self-expanding valve group: initial valve malposition, coronary obstruction, post-implant balloon dilation, need for a second transcatheter valve, paravalvular leak (mild to severe), severe patient-prosthesis mismatch (mean gradient = 20 mm hg), hospital readmission, stroke, acute kidney injury, new permanent pacemaker implant, and major bleeding. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: moubarak g, salih m, eisenga j, et al. Transcatheter valve-in-valve replacement with balloon- versus self-expanding valves in patients with degenerated stentless aortic bioprosthesis. Am j cardiol. Published online august 6, 2024. Doi:10.1016/j.amjcard.2024.08.001 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.